Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the pump was received with a high sleep current measurement and the loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior due to cracked l7 on the electrical board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasts less than a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.